Event description:
This report is to document a second adverse event associated with the adverse event documented in MDR report 1033553-2008-00056. Information received from our affiliate. This file is to document the second event which occurred 15 days after the initial adverse event. The information came from a spanish optometrist who had fit the pt. The pt called the optometrist from his home. The patient was previously wearing a silicone hydrogel lens made by another manufacturer. The pt was given a 1 hour trial with 1 day acuvue moist lenses, which was successful and the pt was switched to that product. Three days later the pt went to a hospital and was treated for "keratitis" and an "aggressive corneal ulcer." Our spain affiliate told us the pt said the symptoms resolved following removal of the lenses. We requested clarification but the optometrist was unable to provide additional information. The optometrist reported that 15 days later, the pt wore 1 day acuvue moist lenses again and had a similar reaction. It is presumed that the "similar reaction" is "keratitis" with an "aggressive corneal ulcer." The pt returned to the lens worn prior to 1 day acuvue moist and is currently wearing that lens. The product and lot# are not available. No additional information is expected. MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.